Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation indicated that the atrial lead exhibited no current of injury (coi) on the pacing system analyzer (psa) and demonstrated an elevated capture threshold. The physician elected to remove the lead and attempted to retract the helix; however, the helix failed to fully retract, as observed under fluoroscopy. Additional attempts to dislodge the lead from the tissue were unsuccessful. The lead was re-evaluated using the psa, confirming elevated capture threshold, reduced p-wave amplitude, loss of capture, and high pacing impedance. After multiple unsuccessful attempts to explant the lead, the helix became damaged, and the lead remained embedded in the tissue. Significant effort and force were ultimately required to remove the lead. Upon removal and inspection, the lead insulation was observed to be twisted. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.